Event description:
Prodigy diabetes care received a call on (B)(6) 2017 reporting a medical intervention that occurred on (B)(6) 2017 @ 10:00am. Enduser ((B)(6)) called in stating that she received a low blood glucose reading on her prodigy meter. (B)(6) was experiencing symptoms of shaking. The reading on the prodigy meter at the time of the event was 78mg/dl. (B)(6) normal glucose reading around the time of day of the event is 200mg/dl. (B)(6) stated that she took the following medications prior to seeking medical attention: jentaduoto, novo log insulin and long acting insulin basaglaro. (B)(6) also stated that she consumed fish, green beans, mashed potatoes, ice cream and orange juice between 8-9pm prior to seeking medical attention. Paramedics were called within 10-15 minutes after the event. Paramedics arrived 2minutes after being called. (B)(6) performed an additional glucose test with her meter with a result of 90mg/dl. Upon arrival paramedics tested (B)(6) glucose level with their meter with a result of 141mg/dl. (B)(6) was not transported by paramedis to ER nor did she go on her own. No additional details were given by (B)(6).prodigy sent replacement and prepaid envelope requesting return of suspect system.